Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt was able to detect and treat. However, upon evaluation, the trunk cable connector would not securely latch with a test monitor. The root cause of the inability to latch could not be positively identified. No adverse event resulted from the damaged connector. The patient was issued a replacement electrode belt.

Event description:
Upon service investigation of a (B)(6) male patient's electrode belt, which was returned for a non-reportable issue, a reportable problem was discovered. The patient's electrode belt would not securely latch with a test monitor. The patient was issued a replacement electrode belt.